Manufacturer narrative:
Added: dor. Update: (B)(4) 2013 sales rep reports that the patient was revised because of metal sensitivity.

Event description:
Patient seeking legal action. Pfs received.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code y23cv1. A search of the complaint database search finds additional reported incidents against lot codes 2064610 and 1889717 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2-24-16, 3/1/16, 3/2/16 - medical records received. Medical records reviewed for MDR reportability. Medical records and revision surgical note reported right hip "crunching", large pseudocyst from the alval, cup being a touch vertical, head and trunnion with mild crevice corrosion, minimal osteolysis around proximal femur and wear debris from the head and trunnion. Lab results reported metal ions less than 7 parts per billion. Patient is part of the pinnacle cup study. Stem added for corrosion at trunnion. The complaint was updated on: mar 16, 2016.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code y23cv1. A search of the complaint database search finds additional reported incidents against lot codes 2064610 and 1889717 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. No other reports found against the remaining product/lot code combination(s). X-rays were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.